Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was unresponsive. There was no impact to the customer's blood glucose level. The customer connected the pump to charge and the pump turned on. Reportedly, the customer has manual injections available as alternate insulin therapy.